Event description:
It was reported during an unknown procedure two clip appliers were used and the doctor reported the "instrument crosses". A 3rd clip applier was opened to complete the case and worked fine. No other info was available. There was no consequence to the pt.

Manufacturer narrative:
Device a. A). It was concluded that the applier was conforming with regard to clips feeding, firing and forming. The applier was examined and was found to be functional. The applier was cycled and properly fed a clip into the jaws, and then fired and properly formed the remaining 15 clips within design specification and without incident. It was concluded that the applier was conforming to design specifications. B). It was concluded that the reported incident during surgery may have been caused by the drive links disengaging from the cam tube driver. The applier was received with the body bowed and with no clip in the jaws. There was a large gap observed between the body and the body cover. The left and right drive links were disengaged, with the right drive link missing. No functional testing could be performed due to applier's physical condition and no conclusion could be reached on how this damage had occurred.